Event description:
Country of complaint: (B)(6). Suture breaks easily.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: received two samples in closed package. No other complains of this batch/code. Batch record review: reviewed the batch mfg record and found no defects at in-process inspection. Process cards show no abnormalities. This product had a normal process and the results during the process fulfill OEM requirements. Tensile strength test of samples received fulfill OEM requirements. Conclusions: the complaint is not corresponding (not justified). Corrective action: not applicable.